Event description:
It was reported that the patient was experiencing difficulty communicating with the implantable pulse generator (ipg). The patient underwent ipg replacement procedure. Patient is doing well postoperatively. The facility disposed of the old ipg.